Manufacturer narrative:
The date of the patient¿s death is unknown at this time. The history of the gi bleeding referenced were reported under the following medwatch MFR. Report numbers: april 2014 reference medwatch MFR. Report # 0002916596-2014-00675, march 2016 reference medwatch MFR. Report # 2916596-2016-00682, september 2016 reference medwatch MFR. Report # 2916596-2016-02121, november 2016 reference medwatch MFR. Report # 2916596-2016-02463. (B)(4). Approximate age of device ¿ 3 years and 11 months. The pump has not been returned for evaluation, and the manufacturer does not know if it was explanted. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported on (B)(6) 2017, that the patient was admitted to the hospital with low flow alarms and gross hypervolemia. Their mean arterial pressure was less than 90, ruled out right ventricular failure. The patient has aortic insufficiency. The submitted log file was reviewed and the data showed that there could potentially be pump thrombus. On 27oct2017, it was reported that the patient has a history of gastrointestinal bleeding, their inr had been 1.8-2.2, and was not on aspirin therapy. The ramp echocardiogram showed that the aortic valve was opening with every beat which was an increase from prior echocardiograms. Thrombus was suspected from the log file analysis, the patient¿s presentation, and the ramp echocardiogram results. The patient was started on integrilin. The patient was started on dobutamine. They were then placed on integrilin for 2 days. On 15nov2017, the vad coordinator provided additional information that the patient decided to be made ¿do not resuscitate¿ and eventually was transitioned to comfort care and passed away (date unspecified).